Manufacturer narrative:
(B)(4).

Event description:
It was reported that while physician was attempting to use reef hp device, the balloon ruptured. There was no injury to patient or clinical sequelae reported for this event.

Manufacturer narrative:
Additional information received reported that the lesion was located in the atherio venous fistula and exhibited little calcification evaluation summary: the device was visual inspected and no damaged point was detected on the shaft, the balloon was unfolded. Balloon inflation was performed and a leakage was detected on the balloon. A longitudinal cut was detected on the balloon surface due to a burst. (B)(4).